Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videoscope exhibited a separation between, the blue tape line, even below that, the scope pulled apart the rubber part of the external covering, has separated by a decent amount. The issue occurred during reprocessing. There were no reports of patient involvement.